Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefor the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot records review could not be conducted for the disposable device as identification numbers were not provided by the complainant. According to the instructions for use (IFU): adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
The physician reported that 7 days following an uneventful novasure procedure (date unknown) a patient returned with fever and pain. She was initially treated with levaquin (levofloxacin) by mouth and returned home. Her condition worsened and she went to the emergency room later the same day. She was admitted and treated with intravenous (IV) ampicillin, gentamicin and clindamycin. After 12 hours of antibiotic treatment her condition did not improve. The patient was "still having fevers and significant pain." The physician did a computed tomography (CT) scan which showed an "intrauterine abscess formation measuring 5.6 x 3.6 with air collection in the left fallopian tube. There was no evidence of perforation or other significant abnormalities." Treatment included a suction dilation and curettage (d&c) "to drain the abscess" and the patient was improved within another 48 hours". She was hospitalized for 4 nights and discharged home in stable condition. On (B)(6) 2011, the physician reported she "is now feeling much better. "